Manufacturer narrative:
Date of submission 22-dec-2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2017 with the following findings: review of the black box data revealed unexplained power on reset events recorded. The battery compartment was confirmed to be cracked with moisture inside the battery compartment as per the allegation. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation and was able to maintain electrical connection properly. The pump was exercised for 24 hours without any interruption in power. Leaking testing confirmed moisture ingress into the pump at the side of the battery compartment crack. Moisture was also found inside the pump on the printed circuit board and other internal components. Investigation confirmed the alleged moisture but did not duplicate the reported power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a power (damage with moisture ingress) issue; no power with a cracked battery compartment and moisture/corrosion in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.